Manufacturer narrative:
Corrections: upon further review, it was noted that the patient did not allege an actual shocking sensation or electrocution. (B)(4).

Event description:
Additional information received reported that the patient was instructed to turn the implantable neurostimulator (ins) off and that they had not used the therapy until (B)(6) 2014 (where it worked fine) but had not used it since then. Should additional information be received a supplemental report will be filed. See also manufacturer¿s report 3004209178-2015-04757 for patient¿s subsequent seizure event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient had a seizure on 2014-(B)(6) around 5 pm. The patient¿s neighbor was present at the time of the seizure and stated it was on the patients left side. The implant was on the left side. The patient¿s left side started twitching and the patient looked like he was being electrocuted. It moved over his entire body but was mainly isolated to the left side, like someone just kept shocking him. The patient did not remember what he felt like at the time of the seizure, and had never had a seizure before. The patient shut off his therapy that night. The patient was concerned the device could have caused the seizure, as a ¿call your doctor¿ screen was displayed. It was reviewed that the stimulator would not cause a seizure since it did not stimulate the brain. The patient did not go to his physician, but did call his primary physician. The patient was advised to see his physician for evaluation. The patient was concerned if he turned on therapy again he would have another seizure. The patient had a newly created program done on 2014-(B)(6) and was on this program at the time of the seizure. The patient was unable to adjust stimulation at the time of the report. The error code 006 was noted (stuck key). The patient was instructed to take the batteries out of the programmer and press on all the keys. This resolved the call your doctor¿/error code 006 issues.

Event description:
It was further reported that the patient was to have an MRI and guidelines were given. The patient was doing the MRI as he had an injury in (B)(6) 2012 and it was thought that it might have caused an untreated concussion which was causing the seizures. The patient had another seizure on 2014 (B)(6). The physician recommended that the stimulation be turned off and it had been turned off since 2014 (B)(6). The patient had not had another incident since it had been turned off. Multiple attempts were made to the patients physician for further information, but none was received. If additional information is received, a follow up report will be sent.